Manufacturer narrative:
E.4: the initial reporter notified the FDA on 13-nov-2024. Medwatch report # mw (B)(4). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the part where the needle meets the plastic to connect to the tubing started to squirt blood, so the staff immediately attempted to take the needle out, however, the needle disconnected from the barrel and was left in the patient arm. It was removed from the patient and sample was recollected, no direct exposure as blood spilled over surface and on patient.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Functional tests were conducted on 30 retained samples using 10 tubes per needle to assess the functionality of the device. All samples passed the tests, exhibiting no signs of leakage or device separation/breakage during use. Additionally, further functional tests for retraction lockout were conducted on these 30 retained samples, and all samples passed, showing proper activation with no evidence of leakage, separation, or device breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: breaks off and leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the part where the needle meets the plastic to connect to the tubing started to squirt blood, so the staff immediately attempted to take the needle out, however, the needle disconnected from the barrel and was left in the patient arm. It was removed from the patient and sample was recollected, no direct exposure as blood spilled over surface and on patient.